Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/15/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, the following was obtained: can you identify the lot number of the product that was used? Unk. Did the needle piece fall into the patient? No. If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6). The following information was received: results of the interview, it occurred during suturing of the dermis of the midline incision after a past history of an open surgery. Although it would have been better if the suturing could have been performed after removing the subcutaneous scar enough, the doctor is thought that it was caused by the fact that there was unexpectedly not enough skin, so the suture was performed still leaving a hard scar. Afterwards, the curve of the needle became loose after passing through the hard tissue, so it seems that the needle was broken during the 3rd suturing after manually restoring about twice. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, the needle was broken during operation. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.